Event description:
A report was received that during a permanent implant procedure, the patient experienced a dura puncture. The patient had no symptoms and received a blood patch. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2317-50, serial #: (B)(4), description: infiniontm cx 50 cm lead.